Event description:
It was reported that during a gastric bypass procedure, at the beginning of the procedure, at trying to step on the footpedal, a mistake appeared, instrumental error. They had to use a new one. There was no patient consequence.